Manufacturer narrative:
One sample was returned for investigation by the customer. The returned set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was successfully primed. The set was infused with the bd alaris pump and pump module at 125 ml/hr with a vtbi of 125 ml. The infusion was completed successfully. No back flow was observed in the tubing throughout the infusion and after the infusion. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review for model 2432-0007 lot number 23035124 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16mar2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Event description:
It was reported that bd alaris pump module smartsite infusion set had flow issues. The following was provided by the initial reporter with the verbatim: I have five (5) product failures to report this morning. They are all related to the bd alaris infusion pump set, 0.2 micron filter with back check valve, and 3 smartsite y sites. Event details: pt medication hung with filter tubing- blood immediately backed into the tubing toward the filter and the medication would not run through the tubing at all when started on the pump. Medication spiked with new filter tubing and infused appropriately. The tubing was removed from patient room and kept in clinical leader's office.

Manufacturer narrative:
A2. Patient¿s birthday was not provided, (B)(6) 2010 was used based on age of patient h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.